Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of only half the screen is legible. The unit was triaged and the reported issue was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: (B)(6) 2017.

Event description:
The customer states display only shows half of the screen and the other half is blank.